Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device failed to shock during a patient event and displayed a shock equipment malfunction message. The involved patient was defibrillated using a device from a back-up ambulance. However, the patient later passed.

Manufacturer narrative:
Philips engineers and clinicians reviewed the associated electronic event file. The file documents an energy selection of 150 joules, followed by a shock fail message. Following this message the ECG waveform became flatline. The device was sent to philips for evaluation. The reported symptom could not be reproduced. The device logs were retrieved and reviewed by engineering. The device's internal logs, in conjunction with the reported symptom and event documentation confirms this failure occurred. The failure mode is related to a false detection of a relay closure failure by a measurement performed immediately before every defibrillation discharge by the therapy software. This false detection causes the therapy pca to abort the delivery of the shock. When this occurs the device will simultaneously display a flat line ECG, a "device error. Service required." Message, a "shock equip malfunction" inop, and a red x in the ready for use (rfu) indicator. To correct this issue fco86100121 was released. Further investigation revealed that a trained third party representative did not appropriately implement fco86100121 on this device. Fco implementation was performed to resolve the issue. This was a malfunction caused by a trained third party representative who did not appropriately implement fco86100121 on this device.